Event description:
Clinical study pt experienced back and leg pain for more than 12 months and had been treated with narcotics, non-narcotics, muscle relaxants, oral steroids, injections and physical therapy. Pt underwent a t-plif procedure at l4 - l5 with click'x instrumentation, chronos strip and 8 cc bma on (B)(6) 2011. On (B)(6) 2011 the pt was diagnosed with paresthesia in the left l5 nerve root distribution. Pt is being treated with physical therapy. As of (B)(6) 2011 the condition had not resolved. This is 6 of 11 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was returned.